Event description:
It was reported that the pump touch screen was shattered, unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.